Manufacturer narrative:
(B)(4). Implant date - 2013 . The customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an unstable knee after multiple revision knee surgeries. The patient had global instability following her last revision knee surgery approximately eight (8) years ago. The patient was revised and thicker poly was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. Per the package insert, instability is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.